Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the impedance reading was out of normal range for electrode 2. The patient had severe vomiting and multiple hospitalizations in the past year. The patient would be referred to a surgeon for possible surgical interventions. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the hcp referred the patient to a surgeon and had no further information. No further complications were reported/anticipated.